Event description:
A company representative reported that, during a scoliosis correction, a mesa laminar hook entered the patient's spinal canal. Neuromonitoring was temporarily lost and the patient was woken up mid-surgery to test foot mobility. All of the implants were removed and the patient was reported to be mobile after the surgery.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that, during a scoliosis correction, a mesa laminar hook entered the patient's spinal canal. Neuromonitoring was temporarily lost and the patient was woken up mid-surgery to test foot mobility. All of the implants were removed and the patient was reported to be mobile after the surgery.